Manufacturer narrative:
As medical intervention was required, this case is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an ankylos a11 dental implant tooth #30 (fdi 46) on (B)(6) 2019. On (B)(6) 2019 the implant was removed. The only information from customer is nerve compression. After the implant was removed the patient had no more sensitivity disorders. The mandibulary nerv kanal is not clearly visible on the x-ray.